Event description:
Customer called lfs in 01/2002 alleging that their meter was inaccurately low and customer was seen in the ER. The call was documented by facility. In 2002, customer tested their blood in the morning (does not recall the time) and rec'd a result of 53 (units not specified) per facility. Since the result was low, customer "did not know what to do", so customer did not take their set amount of insulin. Customer usually takes 20 units of novolin n in the morning. Customer then proceeded to have breakfast. Per meter memory, there was no result of "53" in 2002. Went through meter memory twice and both times customer provided two results for the same time on the same day. Customer began to feel high, "numbness in their fingers" two hours after having breakfast. Per facility, customer "felt like their feet were swollen", but customer stated that they were not. Customer then went to the ER around 9:30-10:00am. Their blood was tested on the ER meter and, per facility, a result of 406 (units not specified) was obtained. Customer was treated with IV insulin. Customer was sent home an hour later. Customer went home and continued to use the meter. Customer does not recall results or whether they had taken sliding scale insulin that day. Customer states that if their results are greater than 240mg/dl at noon, customer takes 4 units of novolin r. Customer has seen their dr since the incident and their regimen has not changed. Upon receiving replacement meter, facility sent, customer compared their result once from their old meter to their new meter. Result on their old meter was 141mg/dl and the result on their new meter was 157mg/dl. The customer wanted to keep the old meter as a backup. Requested meter to be returned and sent a new meter as a backup.